Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. The target lesion as located in the moderately tortuous right coronary artery (rca). A synergy¿drug-eluting stent was deployed to treat the lesion. Post stent deployment, intravenous ultrasound (ivus) was performed and it was confirmed that the stent was incompletely apposed. Subsequently, a 3.50mm x 8mm nc emerge® balloon catheter was advanced for post-dilatation. However, the device came into contact with the edge of the deployed synergy¿ stent and failed to cross the lesion. The guiding catheter was engaged coaxially and the nc emerge® balloon catheter was advanced again but still failed to cross the lesion. Post-dilatation was performed with a non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.